Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm and was not able to clear. Customer reports of running out of infusion sets due to trying to resolve issue, as a result, customer had reverted to manual injections. Customer's blood glucose was over 600 mg/dl. Customer declined troubleshooting as customer requested for insulin pump to be replaced. Customer would continue the use of manual injections until replacement insulin pump is received. No further information provided.